Manufacturer narrative:
Unit passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Unit had bleeding lcd glass, minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.(B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 313 mg/dl. The customer reported a motor error alarm from the insulin pump during basal. Troubleshooting was done. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was able to rewind the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.